Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl and a correction bolus was delivered to address the high bg level. The cause of the high bg was not known. On the same day, the customer received an altitude alarm and there was a delay in clearing the alarm. Once the alarm was cleared, insulin delivery was resumed. The bg at the time of the altitude alarm was 64 mg/dl; however, the customer reported that this was due to "being the morning and not eating". Food was consumed to address the low bg.